Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the 8mm prograsp forceps instrument's jaws were not opening. The customer tried the instrument release kit (irk) without success, the surgeon had to use another instrument to break the jaws in order to remove the instrument from the patient. No fragments fell into the patient. There was a delay of 15 to 30 minutes. The customer used a backup instrument of the same kind to continue the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.